Event description:
It was reported that, during a laparoscopic total mesorectal excision with a pouch and creation of an ultra-low colorectal anastomosis (approximately 2.5 cm from the anus) using a circular stapler, the anvil connected to the shaft with very little resistance and then disconnected very easily during tightening. A second stapler was opened and the same low-resistance connection and easy disconnection occurred when attempting to connect it with the tied-in anvil. The tied-in anvil was then removed and replaced with the anvil from the second stapler, and the low-resistance connection and disconnection issue persisted. A third stapler was opened and the second anvil was replaced with the third anvil, after which the connection was successful. After firing, the instrument was opened by two full rotations until a click was heard; however, during withdrawal the anvil disconnected and had to be retrieved. The anastomosis was reported to be complete and airtight. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.